Manufacturer narrative:
(B)(4). Product discarded. Concomitant medical products: medical product: unknown abt 52mm shell item #: not reported lot #: not reported. Associated products: medical product: stryker 32mm metal ball item #: not reported lot #: not reported, medical product: stryker cemented stem item #: not reported lot #: not reported. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00756. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial surgery using competitors products due to reoccurring dislocations. Subsequently, a patient underwent a revision procedure where a biomet shell and liner were implanted. Following the revision, the patient suffered massive infection and required multiple washouts.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial surgery using competitors products due to reoccurring dislocations. Subsequently, a patient underwent a revision procedure where a biomet shell and liner were implanted. Following the revision, the patient suffered massive infection and required multiple washouts.